Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to sense b noise. During troubleshooting, noise could not be reproduced while tapping all parts of the system and or having the patient perform different movements. The secondary vector was observed to have good sensing, good r-wave amplitude, and low t-wave amplitude. Both amplitudes did not show significant changes across different patient postures and movements. The system showed oversensing noise in one moment but was not reproducible. The physician decided to reprogram the device to secondary vector. There were no adverse patient effects reported. The device and electrode remain in-service.